Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing. Additional information was requested and not received.

Event description:
Additional information received indicated that the patient presented remotely. Remote transmission showed that the patient's right atrial (ra) lead exhibited far r wave oversensing. Programming changes were made. The patient was stable.